Event description:
The patient, a 70 year old male, was admitted with a diagnosis of small bowel obstruction. During insertion of a guidewire, for the purpose of inserting a cvp catheter, the guidewire would not advance. Upon removal of the quidewire it was noted that a fine wire, which seemed to secure, the "coils" of the wire was broken. Patient tolerated procedure well.product was given to the manufacturer for qa testing.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.